Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Review of the sensor data available in the data management system (dms), indicated that the observed discrepancies could be attributed to lag between the sg and bg inherent to sensing technology. As the system was working within expectations, customer care recommended that the user continue to use the system and to enter calibrations when glucose trends were not changing rapidly. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.